Manufacturer narrative:
The reporter informed the company that the product has been discarded.

Event description:
Injured in mouth area/poked in mouth [mouth injury]. Brush head fell off - oral-b [device breakage] . Female consumer via phone stated that she injured herself after the oral-b pro 760 toothbrush head fell off and poked her in the mouth. No serious injury was reported.

Manufacturer narrative:
The reporter informed the company that the product has been discarded.

Event description:
Injured in mouth area/poked in mouth [mouth injury]. Brush head fell off - oral-b [device breakage] . Female consumer via phone stated that she injured herself after the oral-b pro 760 toothbrush head fell off and poked her in the mouth. No serious injury was reported.